Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to suspected premature battery depletion (pbd). In addition, this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture, high impedance measurements and lead fracture. No additional adverse patient effects were reported. The pacemaker was returned for analysis.